Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 01/12/2016. Medtronic investigation of returned suspect articulating arm finds that once the articulating arm has been tightened, force to the instrument end caused the central joint to bend. Tightening the handle is not locking down the joints of the articulating arm. Mechanical failure. Malfunction - will not tighten. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. While preparing for a procedure, the site discovered their articulating arm would not lock properly. They used a different arm in the procedure. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified. Patient was not in the room and this issue had no impact on the procedure.

Manufacturer narrative:
The lot number indicates this vertek arm was manufactured over two years ago. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.